Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A polarx catheter was selected for use. An outer balloon pressure (obp) error prompted the replacement of all three consumables, but a blood detection error occurred subsequently. It is unclear if blood was actually visible. Both the catheter and gas cable consumables were replaced before the procedure continued. Due to the customer's dissatisfaction and an upcoming scheduled case, there is an immediate request for an alternative replacement. It was further reported that the first obp error has occurred in the case yesterday. Consumables were replaced and the case was resumed, but 2-00400000-1 has occurred during the fourth ablation. After the case on that day, ablation was performed with a sales representative-owned test catheter, and it was confirmed that there were no errors. An obp has occurred the next day, so all 3 types of consumables were replaced, but a blood detect error has occurred after a while. Two types of consumables (catheter and gas cable) were replaced, and the case is currently being performed.